Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's heart rate was around 160 beats per minute and the patient received a shock due to double counting of t waves. The shock initially sped up the rhythm but then it slowed down and the subcutaneous implantable cardioverter defibrillator (s-ICD) single counted again. It was noted that there have been no changes to the patient's physiology, however the patient was exercising. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to test while exercising. The patient was brought in a few weeks later where it was noted that he goes into a rate-dependent bundle branch block which causes a change in morphology and the s-ICD to start double counting. A new reference electrogram was acquired at the higher rate. At this time the clinic has opted to continue to monitor the patient. The s-ICD remains in service and no adverse patient effects were reported.